Event description:
The user's hearing performance with the device is affected. The user has been re-implanted.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. This is a final report.

Event description:
The user's hearing performance with the device is affected. The user has been re-implanted.